Event description:
During an attempt to place a stent, the hub popped off of the introducer during the procedure. There was a fair amount of scar tissue at the groin site. The sheath prolapsed into the arch and the physician was trying to torque the introducer back into the carotid. There was a popping sound and the hub separated from the introducer. A new sheath was opened and the case went on without any issues. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence. On 02 october 2014 the event was determined to be reoperable based on the investigation in progress.

Manufacturer narrative:
No consequence to patient reported. Fitting separation. Event is still under investigation.